Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 814:04 was confirmed during product evaluation in the pump's event history. This condition was caused by a defective pumphead module. The pumphead module was replaced to correct the reported condition. Additional information: this issue has been escalated to CAPA.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that experienced failure code 814:04. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury or medical intervention. The customer does not want to be contacted. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information be received, a follow-up medwatch will be submitted.